Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# 363332, mfd. 05/27/15, expires 2020-05, (B)(4). 2nd (middle): ifuse implant, p/n 7045-90, lot# 363332, mfd. 05/27/15, expires 2020-05, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 353332, mfd. 05/29/15, expires 2020-05, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient reported leg pain sometime after the procedure. Post-op CT scans were inconclusive as to whether any of the implants were impinging on any nerves. The surgeon attempted to treat the pain medically but the pain persisted. The surgeon decided to perform a revision surgery to see if that would help the pain symptoms. In (B)(6) 2016 the surgeon performed a revision surgery where all three implants were backed out a few millimeters each but not removed. The surgery did not relieve the pain complaints.